Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
On (B)(6) 2025, the patient underwent a thrombectomy procedure in the right and left pulmonary arteries using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), and a penumbra engine (engine). There were no reported procedural complications. On (B)(6) 2025, the patient developed anemia due to iron deficiency. Three units of blood were transfused, and 500 mg of intravenous iron supplementation (ferinject) was administered. The event is considered resolved. Anemia due to iron deficiency was reported to be an adverse event with a possible relationship to the lightning aspiration tubing and the index procedure.